Manufacturer narrative:
(B)(4). On 02/23/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no parts have been received by manufacturer for analysis.no further issues have been reported.(B)(4)

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy 1 centimeter inferior of the tumor. The surgeon deemed being accurate after the tracer registration, however, on the navigate screen, when checking accuracy with the microscope probe, the surgeon deemed being off. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of the software logs, the tracer pattern performed by the user was not optimal for an accurate registration. The software functioned as designed. The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.